Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer booted up to a system error. It was also noted that the system fan was noisy and the case was scuffed. All found defective parts were replaced and all other identified issues were resolved. (B)(4)

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.